Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot# va1u34r003, product type: lead. Product ID: 97725, serial# (B)(4), product type: external neurostimulator. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 22-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that the 3rd contact of the electrode was not working and the patient felt no stimulation. Two wireless external neurostimulators (wens) were tested to see if that was the source of the problem. Factors that may have led or contributed to the issue was reported to be nothing out of the ordinary. Interventions included two wens, multiple programs, and electrode placements. They didn't try to use a new electrode because the patient was in too much discomfort. The issue was not resolved but they tried a test phase for the spinal cord stimulation. No further complications were reported/anticipated. Additional information received reported that one of the wens was sent back and the other was disposed. The electrode was removed and returned. No cause was discovered pre-op. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# va1u34r003, product type lead; product ID 97725, serial# (B)(4), product type external neurostimulator; product ID neu_stylet_acc, lot# unknown, product type accessory. Analysis of the ens (s/n: (B)(4)) found no anomalies and analysis of the lead (s/n: (B)(4)) found no anomalies. (B)(4) pertains to the ens (s/n: (B)(4)) and lead (s/n: (B)(4)). Fdm 10 and fdr 213 pertain to the ens (s/n: (B)(4)) and lead (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.